Event description:
It was reported that damage to the pump housing caused pump battery charging issues. Customer¿s blood glucose level was not impacted. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.